Manufacturer narrative:
The complainant was unable to provide the lot number. Therefore, the manufacture and expiration dates are unknown. (B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a cre pro wireguided dilatation balloon was used in the esophagus during a dilation procedure performed on (B)(6) 2021. During the procedure, after the dilation the balloon could not be deflated. Reportedly, the balloon had to be cut to be removed together with the scope. The procedure was completed at this time. There were no patient complications reported as a result of this event.